Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance that the touchscreen was not working. The philips service engineer (fse) confirmed the reported failure. There was no patient or user harm reported, and the unit was not in clinical use.